Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 420 mg/dl and 445 mg/dl. Customer was treated with manual injection. Customer mentioned that customer was feeling that insulin pump was not delivering insulin. Insulin pump will be returned for analysis.